Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that nothing has been done to resolve the ins moving and wiggling. The patient explained that when they called the healthcare provider (hcp)'s office. The patient has an appointment on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they noticed that their implantable neurostimulator (ins) feels like it might be moving. They stated that they can feel the ins wiggling. The patient noted that they can move the ins around, like a lymph node or cyst under their skin. They added that if they turn or lay a certain way, they feel a ¿ripping feeling¿ that is sharp, but then goes away immediately. The patient was re-directed to their healthcare provider. No further complications were reported or anticipated.